Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size is unk. Vessel morphology was reported as mild tortuosity, mild calcification, and aortic neck angulation was 10 degrees. The iliac limbs were side-by-side. Aortic neck diameter at the renal arteries was reported as 20 mm, 15 mm below the renal artery was 19 mm and 20 mm in length. The bifurcated stent graft(MFR # 2953200-2010-00965) was implanted; however, the physician was unable to cannulate the contralateral gate. It was reported that the pt's aorta was longer in length then what was measured/appeared on the CT. The bifurcated stent graft was barely touching the origin of the right iliac. In order to cannulate the gate, the physician pulled the guide catheter back. It appeared that the physician was now able to cannulate the gate, spun the pigtail catheter and it appeared fine. The physician implanted the iliac limb (MFR # 2953200-2010-00966) and then extensions (MFR # 2953200-2010-00967). The delivery catheter was removed. The angiogram was performed, indicated good flow. The physician then was going to implant an iliac limb extension to the right side (ipsi); however, the stent graft was not opening correctly (MFR #2953200-2010-00968). The physician then modeled the iliac limb with a balloon but the ipsi extension limb was not in the bifurcated stent graft. The physician elected to convert the stent graft to an aui and perform a femoral to femoral bypass. The physician implanted two aneurx aortic cuffs to create the aui. (MFR # 2953200-2010-00969). During the deployment of the last 5 mm of the second aortic cuff, the aortic cuff moved up about 5 mm potentially compromising the right renal artery. Angiogram performed demonstrated that there was good profusion to both renals. The physician elected to model the stent graft. While modeling the most proximal aortic cuff (second cuff placed) the aortic cuff expanded or moved proximally and the aortic cuff was completely covering the right renal (lowest) and partially covered the left renal artery. The physician attempted to cannulate the right renal artery (lower) for about 5-8 minutes but was unable to access the right renal artery. The physician elected to explant the stent grafts and convert to an open repair. It was reported that after the explantation, it was noted that the bifurcated stent graft on the right side was not in the right common iliac, the contra limb was in the ipsi limb side. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Occlusion. The stent graft will not be returned for eval.